Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Out of tolerance subthreshold lead impedance patient alert is observed on (B)(6) 2011. The impedance behavior can also be observed on the v pace bi impedance daily trend, where the impedance value increases from 589 ohms on (B)(6) 2011 to 4047 ohms on the (B)(6) 2011, where it remains for the rest of the record.

Event description:
It was reported that the patient alert was triggered, and the patient was admitted to the emergency room. The patient also fell getting out of the car. An interrogation showed oversensing, high impedance, and high thresholds. It was also reported that the lead integrity alert was triggered. Upon revision it was found the set screw was loose. After repair, the lead was tested and found to be within normal tolerances. The device and lead remain in use. No patient complications have been reported as a result of this event.